Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿effusion/lymphorrhea¿. Continued e1 phone number: (B)(6); additional email: (B)(6).

Event description:
Healthcare professional reported "capsular contracture baker grade 2 effusion/lymphorea, and color modification." This relates to right side. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade 2 effusion/lymphorea, and color modification." This relates to right side. The device has been explanted.